Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer indicated the exact date of explant was unknown. The infection occurred 3-4 weeks post implant.

Event description:
Additional information received from the consumer indicated the pump was explanted on (B)(6) 2014.

Event description:
It was reported the patient had an infection at the pump pocket incision site. After implant, the patient noticed blood dripping everywhere from the incision. The health care provider (hcp) retaped it and sent the patient home. It healed up, but then opened up again and puss started coming out. The hcp sent a swab to the lab, that confirmed the infection. The strain was unknown. The pump was explanted and the catheter was left in place. The patient has been taking morphine pills since the pump was explanted. The drug delivered via the device system was morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11442r05, implanted: (B)(6) 2003, product type: catheter. (B)(4).